Event description:
Complainant alleges "device used during circumcision. Patient was discharged home. Subsequently presented to the emergency department with post-procedure bleeding. Initial evaluation noted a laceration to the glans penis distal to the plastibell device; observation was recommended. Later during hospitalization, concern arose that the device had migrated distally, potentially compromising blood flow. The patient was taken to the operating room for device removal. Intraoperatively, bleeding and worsening hematoma were noted. Patient was discharged home without further known complications."

Manufacturer narrative:
The device is not available for evaluation. The part number is either 9211 or 9231, which are both the same device just packaged in different quantities, and we chose to report on 9211 as that has higher sales and is more likely correct. No lot number or pictures were provided, and no contact information was provided so that we could reach out for more information. Based on all this, no investigation is possible and the root cause cannot be determined. It is possible that this may have been caused by an improper selection of the bell size. Multiple sizes are offered, with 1.1 cm being the smallest. If a too-small bell is used, it exerts pressure on the sides of the glans and can cause local necrotic changes and periurethral edema. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.